Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 1113 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 114 mg/dl. Customer treated in intensive care unit with intravenous drip for high blood glucose. The product will not return for the analysis.